Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3151661 d4. Medical device expiration date: 30-jun-2025 h4. Device manufacture date: 31-may-2023 d4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown b3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd a-line¿, clotting was seen in 5 syringes with a known lot number and an unspecified number of syringes with unknown lot numbers. No patient impact reported.

Event description:
It was reported that while using bd a-line¿, clotting was seen in 5 syringes with a known lot number and an unspecified number of syringes with unknown lot numbers. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary. Material #: 364356. Lot/batch #: 3151661 and unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.